Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit will not produce an occlusion alarm when the patient circuit is occluded. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information: added UDI. The gas delivery system was returned to philips for failure analysis. Testing revealed that a defective component on the air flow sensor printed circuit board assembly caused the air and oxygen flow accuracy test to fail.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.